Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found the tip sleeve stuck in the down position in the reported problem area of the pipette assembly. The tip clamp and tube lifter assembly were replaced. The instrument was inspected, tested without further problem, and returned to svc.